Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are experiencing their jaw popping and locking. Their dentist advised them to stop the aligner treatment. Requested lor, provided tips for comfort and education on tmj/jaw pain and requested video for review.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.